Event description:
Additionally, healthcare professional reported that rupture was noted during explant surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, weight within specifications and an opening. A microscopic analysis was performed which identified crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: a crease sharp opening on posterior due to a fold flaw opening. Non-penetrating nick.

Event description:
Device has been explanted.